Event description:
It was reported that the body of the drill gets very hot. The customer did not know how the device was being used when the event occurred. There was no reported medical intervention needed or adverse consequences reported.

Manufacturer narrative:
The device was evaluated and the complaint was duplicated. The event was due to an intermittent ebox. The device was repaired and returned to the customer.